Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. No alternate insulin therapy was available and the customer declined a follow up from technical support to verify that an alternate insulin therapy was in place. There was no reported adverse impact to the customer¿s blood glucose level.